Event description:
This past fall, a patient was having a vascular PICC line inserted at the bedside. There were no problems noted at the time of insertion. However, a post-procedure chest x-ray and follow-up CT scan of the patient's chest both showed what appeared to be foreign body in the right subclavian vein. Later this was determined to be in soft tissue and it was also determined to be a guidewire broken during placement. It could not be removed and is therefore a retained device fragment.====================== manufacturer response for bedside catheter placement kit, double lumen power PICC insertion kit======================because the device is still in patient. Bard rep was notified and came and removed all product and replaced for further evaluation.